Event description:
The patient was implanted with a left ventricular assist device (lvad). Information was received from the intermacs registry on (B)(4) 2015 stating: patient had sudden swaying, loss of balance, flaccid left arm, and drooling. She also had weakness in left arm, leg, and face. It also indicated that the patient experienced a thrombus event and signs or symptoms of a stroke. The patient outcome indicated that the patient expired on (B)(6) 2011. The primary cause of death was noted as "device malfunction¿.

Manufacturer narrative:
Approximate age of device ¿ 9 months. The attached user facility medwatch report was received from the intermacs registry. The user facility number was not provided. The intermacs identifier is (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
The pump was not returned to the manufacturer for evaluation. A full evaluation could not be performed. A correlation between the reported event and patient expiration and the device could not be conclusively determined. The instructions for use lists a thromboembolic complication as a potential adverse event that may be associated with the use of the ivad system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.